Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had lots of air bubbles. The customer¿s blood glucose was 460 mg/dl. The customer was assisted with troubleshoot. The customer stated that pump had air bubble and the size of air bubbles is size of a pea. The reservoir will not be returned for analysis.